Event description:
Transtelephonic monitoring reported a magnet response of doo pacing at about 50 ppm. The device was difficult to inter- rogate and found to be in back-up mode. Dashes (---) were noted for parameters and the battery voltage was past end of life at 1.95v. Av pacing with alternating beats of 60 ppm and 40 ppm was noted. The patient's rhythm was 45 bpm, but it was not sensed by the device. At the time of replacement, it was noted that the associated atrial lead was fractured.